Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot #: unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer and healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen 600 mcg/day via an implantable pump. The concentration was unknown. The indication for use was not reported. It was reported the pump therapy effect was worsening a few weeks after implant. It was further clarified that the event date was (B)(6) 2012. The dose was increased from 600 mcg/day to 1800 mcg/day, and additional oral medication was administered. During replacement of the pump (battery depletion), the hcp observed a connection error of the catheter. After observing the catheter connection problem, hcp decided to replace the catheter. It was clarified that the catheter connection problem was ¿the pump segment was porous¿. It was further clarified that the catheter was damaged, and the catheter was leaking at the connection and also at the proximal part of the pump segment. This led to loss/reduction of therapy effect. The issue was observed in the area of the pump-to-catheter connection, but the entire catheter was replaced. The issue was resolved. The patient's status was alive - no injury. The catheter was discarded by the customer and would not be returned to the device manufacturer. It was noted that ¿the catheter was porous due to lifetime until now¿. It was clarified that the catheter became porous after it had been implanted. There were no environmental, external or patient factors reported that might have led or contributed to the event. The catheter model number and lot number were unknown. Additional information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. No further complications were reported.